Event description:
It was reported that balloon rupture occurred. The unspecified target lesion was located below the knee. A 2.0mmx80mmx150cm, otw coyote¿ balloon catheter was advanced for dilatation. On the first inflation the balloon inflated well, however on the second inflation the balloon ruptured at 6 atmospheres. The procedure was completed with another with same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the target lesion was located at the anterior tibial artery (ata). Also, on the second inflation the balloon was inflated for 40seconds. The physician removed the device completely intact by deflating the balloon and rotated the balloon catheter to folding balloon body.